Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase had been trending up and he was admitted with tea colored urine. The patient had partial pump thrombosis. The family decided against a pump exchange. The patient was placed on angiomax for about a week, then ultimately home based hospice was the family choice. The patient expired and the pump was not explanted.

Manufacturer narrative:
The report of partial pump thrombosis could not be confirmed through this evaluation. Vad-(B)(4) was not returned. A full analysis of the device could not be conducted and a root cause for the reported event could not conclusively be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.